Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.50 x 38 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified proximal stent damage the 2 most proximal stent strut rows were lifted and bunched in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21 aug 2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 33 x 3.5 mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery. After crossing a non-bsc guide wire, a 2.50 x 38 mm promus element long stent was advanced but failed to cross the lesion. The procedure was completed with a 2.25 x 28 mm promus element stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.